Event description:
It was reported that there was an increase in capture thresholds and a decrease in sensing thresholds. Micro dislodgement was suspected.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.